Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Also, the patient underwent a surgical procedure on (B)(6) 2008 and pelvilace to was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with laparoscopic tubal sterilization with bipolar cautery. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent excision of a portion of mesh on (B)(6) 2007 due to dyspareunia and ¿mesh failure.¿ it was reported that the patient underwent removal of mesh and implanted pelvilace sling on (B)(6) 2008 due to sui, failed mesh, scarring and urethral hypermobility. It was reported that patient underwent dissection of vaginal mucosa and placement of fat pad between symphysis pubis and vaginal mucosa on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.